Event description:
A pt reported blood glucose results of "89 mg/dl" with a lifescan meter and "119 mg/dl" on a laboratory device, performed between 11-20 minutes of each other. Between the tests thre was no intervention that would be expected to change the blood glucose. The meter, test strips, and control solution were replaced.